Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms, non detection, and did not deliver required pacing. The lead was confirmed to have been fractured via a fluoroscopy. Subsequently, an invasive procedure was performed in which the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, evaluation was performed on the returned lead. The lead was severed 258 millimeters (mm) from the terminal pin and was returned in two segments. Setscrew marks were noted on the terminal pin and ring. An extracting stylet was noted stuck in the tip segment of the lead where a suture was also tied down and an extracting stylet component wrapped tightly around the proximal portion of the tip segment likely for extraction purposes. Cuts and electrocautery damage were noted in the insulation and blood or body fluid was noted in the lumen. Lead damage was noted 249-252 mm from the terminal pin where the conductor coils were noted deformed and flattened. Microscopic inspection also showed distinct impression of the adjacent coil filars on the inside diameter of the insulation tubing. The anode and cathode conductor coils were fractured within the damaged area. Due to the location and type of damage, it is likely this was caused by entrapment in the clavicle first-rib region. The allegation was confirmed.